Manufacturer narrative:
Image review: review of the procedural images confirm the tight nature of the target lesion at the ostium of the lcx. Multiple pre-dilatation inflation is performed. The attempted delivery of the resolute onyx and stent dislodgement during retraction are not captured. The dislodged stent is visible on the guidewire distal to the delivery system balloon. Attempts to retrieve the stent using various balloons are captured. The stent is subsequently jailed in the left main using a 4.5x15mm stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the ostial lcx with 90% stenosis. First, the physician treated the small om via svg then treated the mid lcx with no difficulty. The physician then treated the ostial lcx. There were no abnormalities in relation to anatomy. There was no damage noted to the packaging and no issues when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath. The device was inspected post removal of the sheath before use with no issues. Negative prep was performed and the lesion was pre-dilated. The inflation device was on negative the entire time of the case. The device did not pass through a previously deployed stent or cell of a stent. Resistance was encountered when advancing the device to the lesion and excessive force was not used. It was reported that in retrospect a larger pre-dilation could have been carried out on the lesion for the device. It was reported that the device would not cross the ostium lcx and upon retracting, the stent got hung up in the guide catheter and stent dislodgement occurred. The stent dislodged during withdrawal of the device in the vessel/guide catheter. The physician tried to recapture the dislodged stent with a 1.5x15 mm non-mdt balloon but only made it into aorta. The stent migrated to the lm. The dislodged stent was not removed and the dislodged stent was crushed into the lm's vessel wall with a 4.5x15 mm resolute onyx stent. The case was finished by overlapping lm stent with another stent into the ostium of lcx to treat intended lesion. The patient status post-procedure is alive with no injury.